Manufacturer narrative:
On completion of the evaluation a follow up report will be submitted.

Event description:
The physician was pushing the stent over the wire through the sheath valve and the stent became dislodged. He removed everything without any complications.